Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hxx, gxl. Reporter is a synthes employee. Part: 05.000.008, synthes lot: 006408, supplier lot: 006408, release to warehouse date: june 05, 2016, supplier: (B)(4). No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the hand piece for battery powered driver buttons are defective. The repair technician reported the device runs intermittently in forward, dirty membrane vent, and crack on contact pin gold plating. The cause of the issue is not determined. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the facility was having issues with ten devices; the buttons of the hand piece for battery powered driver are defective. There was no patient involvement. Upon manufacturer investigation, the repair technician reported that the membrane vent was dirty. This report is for a hand piece for battery powered driver. This is report 4 of 4 for (B)(4).